Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 200 mg/dl. Customer has a new aaa alkaline battery to test with the pump. Customer was advised to insert the new aaa alkaline battery. Customer stated the display returned and was advised to monitor pump. Customer was advised that we will ship a replacement battery cap. Customer was unable to read the display due to a smudge of glue on the pump display. Customer was advised that we will replace the pump. The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose was 200 mg/dl. Customer was unable to read the display due to a smudge of glue on the pump display. The customer was advised that we are sending replacement pump.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, alarmed a21 after battery change due to faulty component on the interface board. No buzzing anomaly noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. However, the insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin pump was monitored and no blank display anomalies were noted. The insulin passed self-test, rewind, basic occlusion test and displacement test. The insulin pump had glue on the lcd window and corroded battery tube.